Event description:
Customer reported intermittently lowered normal and abnormal control results with hemosil synthasil (aptt assay) on their acl top 700 las instrument. When the reagents were replaced, the qc passed. Service was performed. However, the issue reoccurred. Typically, the normal control is 6 seconds low and the abnormal control is 15 seconds low. There was no reported adverse event.

Manufacturer narrative:
This complaint was originally assessed to not qualify as a potentially reportable incident. However, based on further info reviewed for potential risk on (B)(4) 2013, this complaint was determined to be reportable and is currently under investigation. A f/u report will be filed once a conclusion is determined from this investigation.